Manufacturer narrative:
Method: device not returned; results: the returned device was inspected and confirmed to be fractured. Furthermore, review of the correspondence confirms that the device was implanted for over 2 years prior to the event occurring, and that fusion was not fully achieved. Per the IFU, these devices are only meant to provide support during fusion of the spine and cannot be expected to indefinitely withstand the load of normal bone. This means that the construct would have been tasked with bearing the load of the spine for a prolonged period of time. Conclusion: the most likely cause of the reported event is a fatigue fracture due to lack of fusion of the vertebrae.

Event description:
It was reported a post op visit for a patient of dr. (B)(6) noticed two broken rods. Construct was bi-lateral from t4-s1 with iliac bolts.

Event description:
It was reported a post op visit for a patient of dr. (B)(6) noticed two broken rods. Construct was bi-lateral from t4-s1 with iliac bolts.